Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was using humalog jr insulin with the pump. Tandem customer technical support informed customer that humalog jr insulin is off-label per the user guide. It was determined that the occlusion was caused by a blockage in the cartridge. The customer changed the necessary supplies and planned to replace the cartridge independently, resuming insulin therapy thereafter.